Event description:
It was reported that the right ventricular (rv) lead had loss of capture and that the thresholds had increased overtime and the r-waves had decreased over time. Additionally, it was reported that the device had early battery depletion. It was noted that the device lasted only three years and had reached eri (elective replacement indicator) much sooner than expected. The rv lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: d224trk, ICD, implanted: (B)(6) 2011; 419588, lead, implanted: (B)(6) 2011. (B)(4).